Event description:
Customer reported that the amount of air supply and water supply was insufficient. The issue found at preparation for use. The device was replaced with another scope and the planned procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found foreign matter on the device nozzle. This report is being submitted for the reportable event for foreign matter found in the nozzle during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted that no problems directly related to the phenomenon customer pointed out were confirmed. Inspection noted that the (air supply / water supply is possible however non-standard). Furthermore, foreign matter was found in the nozzle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information from the device evaluation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6) 2022. Additional technical defects from the device evaluation found were noted as the following: an operation part crack, air/water supply cylinder paint peeling, suction cylinder paint peeling and scraping, forceps mouthpiece scraping, universal code wrinkles, dirty objective lens, illumination lens chip, insertion scratch and wrinkle, and a dark image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the foreign material could not be determined at this time. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.